Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on esc. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the esc button of insulin pump was broken and did not work. The customer blood glucose level was 212 mg/dl. The customer was assisted with troubleshooting. Customer reports time was advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.